Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 04dec2018. Follow-up root cause: failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen failure¿ was confirmed. Touch screen was damaged.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 04oct2018. Philip's field service engineer (fse) confirmed the defective touchscreen. The fse replaced and calibrated the new touchscreen and returned the unit to service.

Event description:
The customer reported that the touchscreen was broken. There was no patient involvement. The event date was not specified; estimate used.